Event description:
The patient stated that they were allergic to morphine, and when they filled their pump full of morphine ¿for a little while they were with jesus¿. They stated that their physician was aware they were allergic to morphine, but they ¿went ahead and filled it full of morphine¿. They stated they ¿ran out¿ and they had nothing in their pump, and that in (B)(6) 2013 it will be two years that they will have been looking for someone to fill it. The patient stated their pain level was at a 14, and they were in ¿so much pain¿.

Manufacturer narrative:
Product ID: 8591-38 lot# c46139, implanted: 2009 (B)(6), product type accessory product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter (B)(4).